Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending rubber adhesive section is peeled off. Based on the investigation, the root cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the bending rubber adhesive section is peeled off. There were no reports of patient involvement.